Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Eval of the returned device found a complete circumferential shaft break at the proximal butt joint. The polyimide appeared to be intact. The edges of the break were examined under magnification (microscope 10x) and some slight stretching was visible and the edges of the break were jagged. The polyimide was visible and appeared to be twisted. No fiber disturbance was noted to the balloon. The complaint investigation is confirmed for a break at the proximal butt joint. The investigation is inconclusive for material rupture and retraction problem as no signs of a rupture or retraction issues were observed to the balloon and functinal testing could not be performed due to the break at the butt joint. The investigation is inclnclusive for entrapment of the balloon, as the original conditions of use could not be recreated (i.e. Pt vessel). It is unk whether the user perceived the break at the butt joint as a balloon rupture or whether the break was a result of the retractions issues through the sheath. It is unk if pt and/or procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available info. Specific warnings, precautions and directions for use of the dorado pta dilation catheter are included in the current instructions for use (IFU).

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information , the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unknown) during use in a juxta-anastomotic cephalic vein. During retraction, the balloon became stuck at the patient's skin, therefore, the access site was enlarged with a needle to remove the balloon and sheath together. No further treatment was provided. There was no reported patient injury.